Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose the night before and found that the cannula was kinked. The customer reverted to manual injections, but her glucose level dropped to 64mg/dl; she took four glucose tablets and went to sleep. The customer stated that when she woke up her glucose level was 500mg/dl. She changed the infusion set and attempted to bolus 20.0 units of insulin, but the device did not alarm at all. The caller mentioned the same issue happened in october. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the displacement and high pressure test and they passed. No further information was provided.